Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The post-primary radiograph clearly shows dislocation of the joint. Although the position of the acetabular shell in the post-primary x-ray could not be determined accurately because its lateral edge is covered by the dislocated femoral head, the inclination angle was estimated to be approximately 56°. The g7 acetabular system surgical technique recommends the shell to be placed at approximately 40° of inclination and 20° of anteversion. It is likely that the high inclination angle of the acetabular shell after the primary surgery has contributed to the reported dislocations. The femoral head was revised on 12th june 2019. During that surgery, the acetabular ''cup [was] retained but position [was] changed [and the] same acetabular liner [was] used''. The inclination angle of the acetabular shell after revision surgery was 45.6°, which is closer to the recommended positioning. A joint assist report related to the two dislocations on 12th june 2019 states that the patient is 159 cm tall and weighed 82 kg at the time of surgery, thus having a bmi of 32.4 (clinically obese). In the same report, the adverse event is described as ''certainly related'' to the procedure, but ''unrelated'' to the device. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: medical product: univ 2-hole shl 56mm lnr sz 24, catalog #: 14-103656, lot #: 619240; medical product: epoly 36mm rlc lnr mrom sz24, catalog #: ep-105994, lot #: 718210; medical product: tprlc 133 mp type1 pps so 10.0, catalog #: 51-106100, lot #: 3430141; medical product: unk screw, catalog #: unk, lot #: unk. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that primary left tha performed. Subsequently, the patient experienced a dislocation.